Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe separated from the needle hub. This was discovered during use. The following information was provided by the initial reporter: material no.: 305903, batch no.: 9177759, unknown. It was reported that the needle hub has been separating from the syringe. Verbatim: customer called and stated that they have been experiencing an ongoing issue of the needle hub separating from the syringe. This has occurred when removing the needle cap, one time the hub separated and the needle remained in the pt's leg which was removed, another instance the hub separated and medication leaked from the syringe. No aes were reported. No dates of occurrence or patient identifiers are available. Customer is working with distributor to obtain an alternative. No samples are available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9177759. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-26. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe separated from the needle hub. This was discovered during use. The following information was provided by the initial reporter: material no.: 305903 batch no.: 9177759, unknown. It was reported that the needle hub has been separating from the syringe. Verbatim: customer called and stated that they have been experiencing an ongoing issue of the needle hub separating from the syringe. This has occurred when removing the needle cap, one time the hub separated and the needle remained in the pt's leg which was removed, another instance the hub separated and medication leaked from the syringe. No aes were reported. No dates of occurrence or patient identifiers are available. Customer is working with distributor to obtain an alternative. No samples are available.